Event description:
The manufacturer received information alleging a ventilator's pressure and volume were increasing. There was no harm or injury reported. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
During evaluation of the device, a test failure occurred. The device's machine flow sensor was replaced due to contamination.